Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (does not communicate with test monitor) was investigated. As received, the belt would not communicate with a test monitor. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt.